Event description:
Consumer stated: bristles started falling out after 2nd use. Don't waste your money.

Event description:
Consumer stated: bristles started falling out after 2nd use. Don't waste your money.